Event description:
Clinical report states that patient has suffered from a dislocation. **update - (B)(6) 2015 clinical report states the patient has suffered from a recurring dislocation. There is no new information that would change the existing MDR decision at this time. **update (B)(6) 2015. The sales rep has reported the revision surgery. Patient was revised to address instability. Update rec'd (B)(6) 2015 - the patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records the patient was revised to address recurrent dislocations along with instability. Upon revision the patient's cup was noted to be slightly over anteverted at around 25-30 degrees. Also noted was what appeared to be an impingement nick on the neck of the femoral stem where the cup and stem and been impinging. Upon revision there was severe metallosis transfer from where the head had been sliding over the rim of the cup. At this time the patient's stem and cup are being reported.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy synthes has been informed that the catalog number and lot number is not available.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible for the unknown lot code(s). Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.